Manufacturer narrative:
This report is submitted on march 30, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery. Device analysis indicated device failure. This report is submitted on august 04, 2022.